Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the analyzer was unable to be recognized by the programmer. It was noted that the analyzer failed incoming functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was unable to be recognized by the programmer. The analyzer was returned to service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.